Event description:
Event was reported to caldera medical by an attorney. In the legal complaint the patient states that her bladder get bloated, she cannot urinate completely, she suffers pain during sex, she has pain on and around her cervix, and she gets bacterial urinary tract infections that recure every couple of months.